Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that during a device replacement procedure for normal battery depletion, the right ventricular (rv) lead was found stuck in the pacemaker header. When attempting to remove the lead the insulation and conductor coil were damaged. This lead was surgically abandoned and a new lead was successfully implanted. To date, no adverse patient effects were reported.